Manufacturer narrative:
Source for this report indicated that user error had caused an overdose to pt. Device passed delivery testing within product specifications. It was found that unit does not correctly sense ac power in service mode, which is unrelated to reported event. Frequency of death or serious injury code reports for code 102 (overdelivery) pump pca is approximately 2.35/million sets.

Event description:
Overdelivery due to user misprogramming reported. An epidural infusion of dilaudid had initially been started with a standard IV pump. The concentration in the bag was 0.075mg/ml and the pump was set at a delivery rate of 2ml/hr to infuse 0.15mg/hr. The infusion was then changed to this pca device. Pharmacy mixed a dilaudid concentration of 1mg/ml in the pca vial. The nurse miscalculated and inadvertently programmed the pca with a concentration of 0.2mg/ml. She calculated a dose of 0.15mg/hr, but used a 0.75 divisor to obtain 0.2. She entered this number as the concentration. The pt experienced respiratory depression which required intubation and mechanical ventilation in the ICU. She was extubated 24 hrs later without any evidence of adverse sequelae and was subsequently discharged home.